Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 176 mg/dl. The customer was delivering a bolus and received a reminder to program their blood glucose into the pump. They could not clear the alarm because the buttons of the insulin pump were unresponsive. The bolus was not delivered because the customer was unable to confirm it due to the unresponsive buttons. The customer stated that they were swimming, but the insulin pump was inside and did not get wet. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.